Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the carotid artery the stent was unable to deploy and the shaft broke. There was no adverse consequence to the patient reported. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.